Event description:
It was reported by service report that the bed stalls and goes backward when you first grab the handle. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pcb box.